Manufacturer narrative:
Patient information is unknown. This report is for a screw - unknown lot; unknown part. UDI number is unknown. Device remained in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implant was used in surgery for proximal humeral fracture on (B)(6) 2017. During a procedure for an expert proximal humeral nail a drill bit interfered with the nail for the second most distal hole. The surgeon drilled a new hole, and completed insertion of the screw. The surgeon then inserted a screw into the most distal hole and discovered that the screw had not been inserted correctly under x-ray. The screw was then removed and re-inserted. There was no adverse consequence to the patient. Concomitant parts: the 1x unknown drill bit. The 1x unknown screw. This complaint involves one (1) device. This report is for a screw. This is report 1 of 1 for (B)(4).

Event description:
Concomitant parts: expert phn 7 cann l150 tan (part #04.001.210s, lot # unknown, quantity 1).

Manufacturer narrative:
Update to concomitant device to expert phn 7 cann l150 tan (part #04.001.210s, lot # unknown, quantity 1) instead of the unknown drill bit and unknown screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.